Event description:
It was reported during an initial implant of the atrial lead, after several positioning attempts, the helix would no longer extend. The lead was not used and a new lead implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Primary findings revealed that the distal conductor was distorted. The distal conductor fractured due to overstress. The inner insulation was kinked/buckled. There was blood in/on the helix/lobe mechanism and the lead was stretched. It was also noted that the lead was damaged at implant.